Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported by the customer's mother that insulin was coming out from the reservoir compartment of the customer's insulin pump. The customer's mother stated that prior to the event, the customer had been experiencing high blood glucose levels up to 575 mg/dl. Troubleshooting was performed and the insulin pump did not pass the fixed prime. The customer's mother stated that she noticed insulin coming out from the reservoir compartment. The customer's mother also stated that the leaking was from somewhere close to the reservoir. Nothing further was reported.